Event description:
Procedure: prostatectomy. According to the reporter: the surgical team started the case and was inserting the versastep trocars. First the team placed the radially expanding sleeve of the versastep trocar into the patient. When trying to push the cannula and obturator through the radially expanding sleeve to place the trocar, the team encountered abnormal resistance. The nurse said that they were unable to push the cannula and obturator down like they are used to. They then removed the cannula and obturator to inspect it and found that the distal tip of the cannula was cracked. No instruments had been inserted through these trocars- the issue happened at the time of insertion. In order to start the case the team opened more of the same trocars and was able to use them successfully. There was not tissue damage or patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/30/2015.